Event description:
It was reported that the patient's unit started smelling like it was burning. The patient's son also reported that the patient had shortness of breath and they were not getting oxygen when the noticed the burning smell. They noticed that the unit had smoke coming out of the back of the unit. They did not have go to the hospital, but they did have a small tank of oxygen with them in the truck. They were house bound with their stationary unit until they received the replacement portable one which is working well for them at this time.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 13-jan-2026. The unit received a complaint of a burning smell. The issue was confirmed, revealing burned power input. The power input failure was caused by overcurrent resulting from a low-voltage event. The power input was damaged due to wear and tear on the gold pad. During startup, the battery diagnostics page indicated high column pressure (3416), which was caused by the muffler and feed port assembly being filled with dust. The top housing showed signs of melting due to the power port burn. Data log indicated numerous battery-low errors, suggesting the unit was frequently operated on a low battery.